Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD, included in an advisory population, had reached the elective replacement indicator (eri) after 31 implanted months. There was concern of premature battery depletion.